Manufacturer narrative:
Device is a combination product. Date of event - used (B)(6) 2019 since no event date provided. Device evaluated by MFR.: a partial synergy ous mr 3.50 x 48mm stent delivery system (sds) was returned for analysis. The sds was returned with a haemostatic valve attached to the device and a ed35 0.070 guide catheter returned separate to the device. Two 0.0140 inch guidewires were also returned with the device. One guidewire was inserted through the port exit site, and one guidewire was inserted through the haemostatic valve, but not inserted through the sds. To allow for analysis, the device was removed from the haemostatic valve without issue. The guidewire inserted through the port exit site could not be removed from the device. The distal portion of the device, including the stent, tip and balloon, was not returned with the sds. A visual and tactile examination of the hypotube found a hypotube lasercut region break at 109cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found an outer shaft polymer extrusion break at 109cm distal to distal strain relief, and a complete outer shaft polymer extrusion break 143.8cm distal to distal strain relief. Complete wire lumen break 160cm distal to distal strain relief. The rest of the device distal to this point was not returned. Outer shaft polymer extrusion stretching / damage and wire lumen stretching / damage at several locations along the length of the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.50 x 48mm synergy drug-eluting stent was selected to use for diagnosis. However, it was noted that the shaft was fractured and snapped off leaving the stent in radial artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Date of event - used (B)(6) 2019 since no event date provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.50 x 48mm synergy drug-eluting stent was selected to use for diagnosis. However, it was noted that the shaft was fractured and snapped off leaving the stent in radial artery. No further patient complications were reported and the patient's status was stable.